Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. The reported over infusion of heparin was investigated through a review of the associated pcu event log. The log indicates that the heparin drug was initially infusing on module (B)(4), primarily at a flow rate of 52 ml/h up until the system was powered off at 11:42 am ((B)(6)2010). At 12:23 pm, the system was powered back on and the heparin infusion was re-programmed on the other module (B)(4) and restarted. A basic infusion was then programmed on what was previously the heparin channel and started at a flow rate of 125 ml/h. At 5:14 pm, the user re-programmed heparin infusion with a rate of 125 ml/h. The user received a guardrails message: "dose exceeds guardrails limit of 5000 unit/h, proceed?" User selected 'no' and powered off the system. Less than 1 minute later the user powered on the system and selected basic infusion setting the rate at 125 ml/h. At 5:30 pm, the system was powered off. The log review could not determine which channel the heparin was physically installed in. The cause of the reported over infusion of heparin is believed to be due to user programming error.

Event description:
Customer reported heparin infused at a faster rate than what was intended. Two infusions were in process: heparin and normal saline. Heparin concentration was 5,000 units/250 ml and was to infuse at 64 ml/h. Normal saline solution was to infuse at 125 ml/h. At some point the patient's IV line had to be restarted and there is a question as to whether the IV lines got switched. The patient did not require medical treatment, however, lab tests were drawn to monitor the patient. No additional information was available.